Event description:
It was reported that the valve became occluded shortly after implantation.

Manufacturer narrative:
The returned valve was patent and passed siphon and reflux testing. It was within specifications for pressure-flow tests performed at 5.5 ml/hr, 46.8ml/hr at pl 2.5, and at -50 cm hydrostatic pressure. The valve was also within specifications for preimplantation testing. The valve was not within specifications for pressure-flow tests performed at pls 0.5, 1.0m and 1.5 at flow rates of 20.4 and 46.8 ml/hr. Debris within the valve may partially occlude the valve mechanism resulting in high pressure-flow results. The valve did not pass the leak test due to a tear in the top of the delta chamber. Damage of this type may be caused by contact with a sharp object. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.